Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 437 mg/dl and 115 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4).the customer's meter (B)(4) and strips (B)(4) were returned and product testing did not confirm the readings complaint. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. There was no report of death, serious injury or mistreatment associated with this event. The readings reported by the customer are present in the meter's memory log.